Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported connector pin detachment could not be determined, however, the issue was likely due excessive stress due to an impact force such as a shock or fall as a result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope needed to be repaired and during the device inspection, the connector pin part was noted to have been detached. There were no reports of patient involvement.